Event description:
On (B)(6) 2011, pt reported he has had an issue with his infusion device for the past 4-5 months. Pt stated there is a black blotch in the upper left hand corner of his screen. Pt reported it sometimes gets in the way of the results field with the basal rates and boluses. Pt stated he has used different types of batteries and there is still an issue with the black splotch. Advised pt on correct battery type to use. Had pt to correct the setting on the infusion device to match the type of battery he is using. Pt reported the battery life is also low sometimes. Advised pt that could be due to not having the correct setting on the infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.